Event description:
The following was reported through a review of the article titled, "real-world assessment of second-generation trabecular micro-bypass stents in open-angle glaucoma patients." Reportedly following trabecular microbypass stent system procedures in a total of fifty-five (55) operative eyes, two (2) eyes presented at one (1) year postop with retinal vein occlusion associated with macular edema, which resulted in "hand motion" vision; one eye (1) exhibited persistent corneal folds at one (1) month postop, which resolved with medication; one (1) eye experienced posterior capsular opacification; and one (1) eye experienced iris prolapse. Additional information has been requested. Please see attached article for further details. Reference doi:10.1016/j.aopr.2024.09.002.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. H6-(health effect clinical code 4): 4807. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision, posterior capsule opacification, iris damage, macular edema, retinal complication and corneal complication are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (decreased/impaired vision, posterior capsule opacification, iris damage, macular edema, retinal complication and corneal complication) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).